Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory noted that this right ventricular (rv) lead and another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition and also resulted in delivery of inappropriate shock therapy. The noise was able to be recreated with patient isometrics and pocket manipulation. An x-ray was taken and tachycardia therapy was programmed off in the crt-d and the patient sent home. No adverse patient effects were reported. This product remains implanted and in service.